Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2014, a patient had a surgery on their hip, performed by (B)(6), in which stryker metals were used to rebuild the patient's hip. In (B)(6) 2015 the surgeon advised the patient that the company's metal devices may be causing the continued pain and hip issues, and the surgeon advised to have the company's metal devices removed. The metal devices were removed in (B)(6). Since then, the patient has had continued, ongoing pain from the hip surgery, and the patient is also setting off metal detectors. Patient suspects that there may be some metal devices still inside.